Manufacturer narrative:
Device received with cracked case and cracked case-corner of belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir connection ring was loose again. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The reservoir will be returned for analysis.